Event description:
Reporter alleged was unable to read the expiration date on the test strip vial for use with the blood glucose monitoring device. Reporter stated the labeling on the vial is smudged. No other information was provided. A request was made for the return of the suspect product and replacement product was sent.